Manufacturer narrative:
Although requested, additional information was not provided, and device was not returned for evaluation. As the lot number was not provided, a device history record (DHR) review, could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, during an intraocular lens (iol) implant procedure the iol was delivered upside down into the capsular bag and on trying to flip it round, it split into two. The iol was removed and replaced with another iol. The procedure time was extended by between 15 and 30 minutes and additional anesthetic was given. The incision size was enlarged and sutures were provided. Additional information was requested but not received.

Manufacturer narrative:
The injector was not returned for evaluation. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.